Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.

Event description:
The customer generated elevated magnesium results while using the clinical chemistry magnesium assay. The customer provided the following results (customer reference range 1.5-2.6): (B)(6): initial result: 7.7 mg/dl, retest magnesium result: 2.1 mg/dl. The results were not reported from the laboratory. No impact to patient management was reported.

Manufacturer narrative:
On 03/12/2014 the suspect medical device was updated to reflect the architect c8000 system instead of the clinical chemistry magnesium assay. Information for a second patient was provided on 03/15/2014. An evaluation is in-process.

Event description:
Information for a second patient was provided on 03/15/2014: initial result: >7.8 mg/dl, retest 1.4 mg/dl there was no adverse impact to patient management reported.